Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced a low blood glucose event on (B)(6) 2017, with blood glucose of 28 mg/dl list at time of the incident. The customer has been to the emergency room twice. The customer had a blood glucose level of 440 mg/dl at the time of the call. The customer removed the set and the cannula was bent. The customer experienced symptoms such as hallucinations and sweating. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed. The insulin pump will not be returned for analysis.